Event description:
This rv lead was implanted on (B)(6) 2008. A call to technical services on (B)(6) 2008 states that patient is pacing only rv now, getting ready for surgery, getting some diaphanometric stimulation. Set to 2v and still seeing stimulation. Technical services checked and e-cautery mode is the same output, set to 1 v and it was much better. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).